Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after completing a successful spin, the site attempted to do a second spin lower on the patient. When they closed the system, it registered that it closed completely and then ¿popped open¿ a little bit which was when the ¿door open¿ symbol appeared on the pendant. When they tried to open or close it, nothing happened. They reset the system twice. When the medtronic rep arrived, staff had the ¿image acquisition system manual door opening¿ guide and tools out. They were in the process of using the ratchet wrench to manually open the door, but couldn¿t get the rotator alignment hole to lineup. When they were ratcheting the system, they felt something move inside. This was when the medtronic representative took over and reset the system. After resetting the system, it opened without incident. Afterwards, the rep took the  system to its normal resting place in the or and completed several open and close attempts, also without incident. Additional information was received. It was reported that it took approximately 15-20 minutes to open the imaging system and remove it from the room after the issue was discovered. There was no impact on patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135: h3) the manufacturer representative went to the site to test the imaging system. The system was unable to close properly and ¿door open¿ symbol appeared on the pendent screen. The gantry door cover did not slide together well and in some instances the ¿door open¿ icon was present even as the door appeared to be closed preventing the system from allowing a 3d spin. They removed the door covers and the open/close mechanism functioned without any issue. Made cover fitment adjustments to the door covers to address issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.